Event description:
Pt presented to ER on 4/30/94, at which time a femoral central line was inserted using set. Pt was transferred to a nursing unit and on the morning of 5/5/94 was found unresponsive in a pool of blood. A luer-lok was not utilized and the tubing was taped. Pt died following unsuccessful resuscitative efforts.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was not destroyed/disposed of.